Event description:
Upon finishing a routine intertrochanteric fracture repair (right leg), the staff tried to transfer a patient from the hana table to the stretcher. All drapes and ioban was removed and patient was sewn up after the procedure. The transfer board was not in place. Both feet were still in boots which were attached to the spars. The nurse at the end of the table, reached in to pull the perineal post. It was very hard to pull out and when it did come out, the patient which was not centered on the perineal post, fell off of the bed to the right side. There was a nurse there to catch him but the patient still ended up on the floor. The stretcher was close to the table on the left side but there was a tech between the stretcher and hana table. There was no safety belt used during this case.